Event description:
A customer observed multiple, imprecise vitros phbr quality control results (level1 = 6.99, 24.68, 8.32, 9.11 ug/ml vs. Expected result of 12.38 ug/ml; level 1 = 7.91, 8.75, 8.68, 8.99 ug/ml vs. Expected result of 12.42 ug/ml; level 3 = 43.65, 45.86 ug/ml vs. Expected result of 58.06 ug/ml; level 3 = 37.16, 38.10, 30.58, 35.26, 34.56, 69.74 ug/ml vs. Expected result of 52.61 ug/ml; level 3 = 44.33 ug/ml vs. Expected result of 58.28 ug/ml; level 3 = 36.95 ug/ml vs. Expected result of 53.55 ug/ml; level 3 = 36.79, 41.72, 44.72, 43.52 ug/ml vs. Expected result of 59.96 ug/ml; level 3 = 46.86, 47.31 ug/ml vs. Expected result of 59.30 ug/ml) while using two vitros 5,1 fs integrated system analyzers. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number ten of twenty-four mdrs for this event. Twenty-four 3500a forms are being submitted for this event as twenty-four devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, imprecise vitros phbr quality control results were obtained. A definitive root cause could not be determined. However, a reagent related issue cannot be ruled out as a contributing factor. There was no evidence that the vitros 5,1 fs analyzers had malfunctioned. Investigation into the performance of vitros phbr lots 2532-0053-xxxx is ongoing. The FDA's (B)(4) district office will be notified of this issue.